Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a charger error message and a voltage error message and on re-boot displayed a pre-charge error message. No patient injury was reported.